Manufacturer narrative:
Additional data: b5, d8, h3. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels + distal end, cfu: none detected, bacterial identification: n/a. The device was evaluated and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer provided the resulting values of the hmi test but not the actual copies: sampling date: (B)(6) 2024. Sampling from: all channels, cfu: >150cfu in suction duct, bacterial identification: aerob-mesophile und, pseudomonas aeruginosa, enterococcus faecium, citrobacter koseri, stenotrophomonas maltophilia.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a lab demonstration. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.